Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported multiple patients that received a false positive result with the determine hiv 1/2 ag/ab combo test with an unknown sample type performed between the dates of (B)(6) 2025. This report addresses patient one (1) of five (5). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test with an unknown sample type performed on (B)(6) 2025. Confirmatory testing (method and brand unknown) was conducted and returned a negative result. Although requested, no further information, including the patient demographics, treatment, or outcome, was provided.

Event description:
The customer reported multiple patients that received a false positive result with the determine hiv 1/2 ag/ab combo test with an unknown sample type performed between the dates of (B)(6) 2025. This report addresses patient one (1) of five (5). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test with an unknown sample type performed on (B)(6) 2025. Confirmatory testing (method and brand unknown) was conducted and returned a negative result. Although requested, no further information, including the patient demographics, treatment, or outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000946267 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number7d2648 lot 0000946267 and device part number 10732998 lot 945409. The lot met the required release specifications. A review of the complaints reported as positive negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000946267 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000946267, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported multiple patients that received a false positive result with the determine hiv 1/2 ag/ab combo test with an unknown sample type performed between the dates of (B)(6) 2025. This report addresses patient one (1) of five (5). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test with an unknown sample type performed on (B)(6) 2025. Confirmatory testing (method and brand unknown) was conducted and returned a negative result. Although requested, no further information, including the patient demographics, treatment, or outcome, was provided.

Manufacturer narrative:
Corrections: d4 - lot number, UDI, and expiration date provided. H4 - device mfg date provided. The investigation remains in progress. A supplemental report will be provided after completion.